Manufacturer narrative:
The aquabeam motorpack was not returned for investigation. Three (3) good faith efforts were made to retrieve the device without success. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam motorpack/serial number (B)(6) were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, intl, english was reviewed. 7.3 aquabeam motorpack the aquabeam motorpack (figure 10), a re-usable component of the aquabeam robotic system, is designed to dock with the disposable aquabeam handpiece. The motorpack is connected to the aquabeam handpiece via a mechanical linkage. The motorpack provides power to the aquabeam handpiece by means of dc motors, which enable both rotational and longitudinal movement of the waterjet providing controlled and precise resection of the prostatic tissue in accordance with the cpu treatment plan. ¿docking¿ means the electrical connectors and mechanical shafts of both lateral and radial motors in the motorpack are positively engaged with the aquabeam handpiece. Upon docking, the motorpack performs an aquabeam handpiece power-on self-test and calibration; a led on the aquabeam handpiece gives a visual indication of successful docking. The motorpack additionally has user controls consisting of two momentary switches, power increase button and power decrease button, that signal the aquabeam robotic system to increase or decrease the high-pressure pump power when pressed. These buttons can be used to make real-time pump power adjustments during treatment as required. The motorpack is connected to the console with a flexible cable that carries dc power to the motorpack as well as serial communication lines to transmit console commands to the motorpack/aquabeam handpiece assembly and to receive status and control information in return. The motorpack/aquabeam handpiece assembly is secured to the handpiece articulating arm via a magnetic strike plate on the motorpack. 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece ¿ drape the motorpack with camera drape. Recommended that a nonsterile technican pass the motorpack to a sterile technician by feeding the motorpack into the opening of the drape. ¿ form a tight seal around the recessed area where the aquabeam handpiece will be attached: ¿ pre-stretch the elastic region to reduce risk of tears when seating it in recess of the motorpack. ¿ ensure the drape is properly seated in recess of the motorpack. ¿ ensure the drape is not obstructing the magnetic plate on the motorpack. Caution: pull the drape back to recess of the motorpack. Warning: to avoid potential contamination of the motorpack, ensure it is draped with a new sterile drape for each procedure. ¿ ensure the high-pressure tubing is centered and seated in the lower box. ¿ dock the motorpack to the aquabeam handpiece: ¿ verify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeam handpiece (fully proximal). ¿ apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it. Tape over the beige high-pressure tubing and under the black aquabeam scope. ¿ keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. Note: verify the motorpack is securely engaged to the aquabeam handpiece by attempting to pull the aquabeam handpiece off of the motorpack. The aquabeam handpiece should remain connected to the motorpack if properly engaged. The root cause of the reported event was unable to be determined as the device was not returned for evaluation and the treatment log files were not made available. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup that the aquabeam handpiece was able to be properly primed, however, the high-velocity waterjet was not functional during jet alignment. Despite multiple troubleshooting attempts, the issue could not be resolved. A new aquabeam handpiece and aquabeam motorpack were then used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Adverse event problem: component code: (4756) appropriate term/code not available. Per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.